Event description:
It was reported a balloon on the third inflation in the portal vein during a transjugular intrahepatic portosystemic shunt procedure a segment of the balloon material detached in the pt. The balloon segment was successfully retrieved utilizing a snare without incident. Another unit was used to successfully complete the procedure without pt complications. This device has not been returned for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co cannot determine the exact cause for this event. Directions for use state: "due to the thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... Any use for procedures other than those indicated in these instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."